Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient experienced pain and discomfort in his hip making walking, moving his legs, and rising from a seated position increasingly painful. Patient's operative records were received. Records indicate the patient was revised to address increased cobalt and chromium levels. Upon revision a large fluid filled cyst, a pseudotumor fibrous ingrowth of the cup, and corrosion around the tapered trunnion junction was found in the hip. The stem and sleeve were added to the complaint and the complaint reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.